Manufacturer narrative:
H11: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing a right tha on (B)(6) 2010, patient experienced painful metal-on-metal hip. This adverse event was addressed by conducting a revision surgery on (B)(6) 2023, during which, surgeon exchanged the 8 high offset anteverted femoral neck, mis stem, +4 neck length, 60-mm acetabulum and the 48-mm metal-on-metal head. During procedure, it was found that there was a large mass superficial to the itb fascia which was well circumscribed. The mass dissected form the surrounding tissue. There was evidence of corrosion and metallosis about the neck head junction. Tissue from behind the liner was sent for culture. Additionally, a third culture of capsular tissue was sent. Given the size of his pseudotumor a prevent incisional vac was chosen to help minimize the potential space in his superficial tissues. The patient transferred of the or table, the foley was removed, and he was brought to the post anesthesia care unit in stable condition.

Event description:
It was reported that after undergoing a right tha on (B)(6) 2010, patient experienced painful metal-on-metal hip. This adverse event was addressed by conducting a revision surgery on (B)(6) 2023, during which, surgeon exchanged the 8 high offset anteverted femoral neck, mis stem, +4 neck length, 60-mm acetabulum and the 48-mm metal-on-metal head. During procedure, it was found that there was a large mass superficial to the itb fascia which was well circumscribed. The mass dissected form the surrounding tissue. There was evidence of corrosion and metallosis about the neck head junction. Tissue from behind the liner was sent for culture. Additionally, a third culture of capsular tissue was sent. Given the size of his pseudotumor a prevent incisional vac was chosen to help minimize the potential space in his superficial tissues. Also, upon the removal of the femoral stem trochanter and calcar broke. The patient transferred of the or table, the foley was removed, and he was brought to the post anesthesia care unit in stable condition.

Manufacturer narrative:
Corrected data: b5, h6 (health effect - clinical code).